Event description:
It was reported that during fluoro with the 9800 system there was no picture {blank screen on left monitor}. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ccd camera. The system was tested and found to be working as intended and placed back into service.